Manufacturer narrative:
Failure analysis was performed on the sensor and it was found the sensor was bent (retracted) inside. The sensor cannula electrode was split from the sensor tubing, unable to confirm if the customer received the product in said condition as the customer returned the product opened/used.

Event description:
The customer reported via phone call, in the morning he had inserted a new sensor and it was causing the insulin pump to alarm sensor error. Customer stated he removed the sensor and noticed it was in a "z" shape and the foil was separated in to two pieces. The customer's blood glucose at the time was 164 mg/dl. Troubleshooting was performed and the customer was advised to return the sensor for further analysis, customer agreed.